Manufacturer narrative:
A visual inspection of the device confirmed the reported compliant of anchor breakage as the anchor is broken at the suture eyelet. The tines of the inserter are also bent. The bent tines are consistent with off axis insertion or inadequate site prep. As reported the surgeon did not utilize the ao two-finger technique when inserting the anchor which is required. No root cause related to the manufacture of the product can be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The anchor broke during insertion. The broken portion was removed from the patient. A back-up device was available for use. The surgeon used the 3.8 mm awl to prep the insertion. The surgeon did not use the ao two-finger technique when inserting the anchor. The patient¿s bone is noted to be average. No patient injury or other complications were reported.